Event description:
Patient was implanted with a construct at l5-s1 on (B)(6) 2012 for treatment of spondyloptosis (grade 5). Post operative, the l5 screw loosened. The patient was returned to the operating room on (B)(6) 2012 for revision. During the revision procedure, the l5 screw was removed and replaced. The surgeon decided not to final tighten the construct with the 10nm torque. After the revision the patient was straight, placed in a cast corsage and instructed not to move too much. Patient is reportedly doing well. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.